Event description:
Hill-rom rec'd a report from a hill-rom tech stating the brake not set alarm was inoperable. The bed was located at the account in room 431. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found brake not set alarm inoperable. Per the hill-rom user manual, warning: the bed exit alarm sys is not intended as a substitute for good nursing practices. The bed exit alarm sys must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. Hill-rom tech replaced the alarm pcb to resolve the issue. Based on this info, no further action is required.